Event description:
It was reported that the patient presented in the emergency room due to discomfort caused by multiple shocks. Chest x-ray was performed and discovered right ventricular (rv) lead dislocation. During rv lead revision, the rv lead helix was not able to be extended after being retracted. The rv lead was explanted and replaced. Patient condition was stable.